Event description:
New information received on 26 jun 2019 indicating that the cause of death was hypertensive heart disease.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Concomitant medical products- this supplemental report is to correct the previously submitted report to include an additional concomitant medical product.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.